Event description:
It was reported that there was stimulation in the wrong location. This had occurred since implant. The patient would feel stimulation correctly for a few weeks and then need adjustment again. The physician decided to revise the lead. The revision was taking place the day of this report. Follow-up determined that the patient had an additional lead implanted to try to capture better coverage in the patient¿s back. Stimulation was then tested for an hour in the operating room (or) and the patient was not getting adequate stimulation. The new lead was then removed and the 2 old leads were kept as they provided good coverage in the patient¿s legs. The original leads and generator remained. A pump trial was discussed. No further follow-up was required at this time as the system was providing good coverage for the patient in their legs and a different therapy was being considered. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).